Event description:
Alleged the bed had an unintentional movement.

Manufacturer narrative:
The facility replaced the siderail ucm board and the bed had no functions. The facility then found the f9 fuse was blown. The facility has not returned hill-rom's attempts to determine the final resolution to the alleged malfunction.